Event description:
Per the clinic, the patient experienced swelling, infection at the implant site, and extrusion of the device (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report.